Event description:
It was reported that an external blood leak was observed from a "small fissure" in the blood pump segment of a gambro cartridge set during hemodialysis therapy. The treatment was ended without blood restitution. The volume of blood leakage was not greater than 20cc. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available for evaluation. Ten (10) retention samples with lot numbers ma0922231046, ma0922232046, ma0922233046, ma0922237046 and ma0922238046 were evaluated and no issues were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. As the actual sample were provided, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.